Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve dislodged during attempted implant. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. A full recapture of the valve was not possible. It was reported that the inflow portion of the valve was stuck at the calcification of the native leaflets which was the most likely cause of the recapture difficulty. It was reported that the capsule kinked and bulged and the issue with the dcs may have occurred due to the calcification in the native valve, which created resistance in the dcs. Images sent from the account confirm the reported capsule damage. Additionally, the imaging confirmed there was severe calcium present in the annulus. The dcs was returned for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A break was observed in the near the proximal end of the capsule frame. There was no other evidence of damage observed on the dcs. The investigation into capsule buckle and separation found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the resistance during recapture, caused by the calcification in the native valve, most likely caused or contributed to the capsule damage. The dcs was withdrawn into the ascending aorta where the capsule was able to be closed 90% and the system was fully retrieved and safely removed. No adverse patient effects were reported. Updated data: h6 results and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle was intact. The device was received with the capsule separated and fully retracted. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The capsule could not be removed from the dcs. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the annulus perimeter measured 28.3 millimeter (mm), which lead to a 34 mm valve selection. Severe calcification of the native valve and leaflets was noted via angiogram. A cerebral protection system was positioned. A pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was loaded and confirmed via fluoroscopy. The delivery catheter system (dcs) was introduced and exchanged with a 16 fr sheath and the valve was positioned in the annulus. As the capsule was opened, the valve dislodged supra-annular into the aorta. Full recapture was not possible. The capsule was partially closed and the open inflow portion of the valve was stuck at the calcification of the native leaflets. The distal capsule was kinked and bulged. The capsule was opened to expand the inflow of the valve and the dcs was withdrawn into the ascending aorta where the capsule was able to be closed 90%. The system was fully retrieved and removed. A non-medtronic valve was successfully implanted. Per the physician, the issue with the dcs may have occurred due to the calcification in the native valve, which created resistance in the dcs. Per the physician, the anatomy and calcification pattern of the native valve was identified as a bicuspid type 1 with a calcified raphe of the non-coronary cusp (ncc) and right coronary cusp (rcc) (sievers classification). No adverse patient effects were reported.